Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a fellow surgeon experience a clamp failure and a retina detachment occurred during a vitreo-retinal procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. For this event the sample was not returned by the customer for product evaluation. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. (B)(4).